Event description:
A vague report was received that the pump was involved in an over-delivery of a heparin solution. No specific info regarding the infusion rate or the amount of solution was received. No specific pt info was reported. It was commented that no medical or surgical intervention was required.